Event description:
During a coronary stent procedure, removal difficulties were encountered. The lesion being treated was a calcified and 90% stenotic lesion in the mid rca. The lesion was pre-dilated. The express2 monorail stent delivery system was advanced to the target lesion, however, the physician was unable to deploy the stent due to the stenosis. While attempting to retract the delivery device/stent into the guide catheter, the stent became caught on the guide catheter and the physician was unable to remove. The entire system, including the guide catheter, was removed without incident. Another stent was used to complete the procedure. A 7f launcher jr4sh guide catheter, a runthrough ns guide wire, a voyager balloon catheter, and an encore inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status listed as "good."